Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered a charge circuit inactive. The ICD is past end of service (eos), and the patient does not want a new device placed. The physician opted to leave the ICD in with therapies programmed off. The ICD remains implanted. No patient complications have been reported as a result of this event.